Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome, chronic low back pain, and spinal pain. It was reported that there was poor communication on the patient programmer. The recharger was not able to communicate with the implantable neurostimulator (ins). The last time the patient had charged was 3-4 days ago. The last time the patient felt stimulation was last night. The issues continued with the replacement patient programmer. The replacement patient programmer would not connector with or without the antenna. The recharger would not connect. Stimulation was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.